Event description:
There was an allegation of a questionable high troponin t g5 stat elecsys result from cobas 6000 e 601 module serial number (B)(4). The initial result was 21.44 ng/l and was not reported outside of the laboratory as the user thought it was an unbelievable result. The repeat result was <6 ng/l and was believed correct.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the analyzer but could not determine a cause. He performed precision testing. The investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified.